Event description:
An optometrist reported a patient with trace diffuse lamellar keratitis (dlk) in both eyes one day following lasik treatment. The patient's topical steroid dosage was increased and he was prescribed a oral steroid dose pack. In a follow up with a technician, she indicated the patient was last seen on (B)(6) 2013 and the dlk was resolving.

Manufacturer narrative:
H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).